Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -17.5 into the patient's left eye (os), the lens broke. This occurred on (B)(6) 2018. Reportedly, the lens was not implanted. On (B)(6) 2018 an alternate lens was successfully implanted and the problem is resolved.

Manufacturer narrative:
(B)(4).